Event description:
A tandem mobi cartridge alarm was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support guided the customer to remove the cartridge and deliver a 9-unit bolus, which was successful. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.